Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to placement difficulty. The physician could not track into the targeted coronary sinus branch and did not stay wedged in the alternative target branch. The lead was abandoned and a new lead was implanted. No patient complications have been reported as a result of this event.